Event description:
During an atrial fibrillation procedure, after performing transseptal puncture with a faradrive sheath and versacross rf wire, the patient became hypotensive, and a tamponade was confirmed. The ice catheter was positioned in the right atrium, and the coronary sinus catheter was placed in the coronary sinus. The transseptal devices were then advanced into the svc. The septum was crossed using rf from the vsx wire and it was not certain where the wire and sheath were advancing to. The stick may have been too anterior. The devices were pulled back to the right atrium for a different transseptal position, and after several attempts the patient's pressure began to drop. The tamponade was then seen on ice. A pericardiocentesis was performed, stabilizing the patient and the procedure was then stopped. The physician alleges that the perforation occurred during transseptal puncture, either where the septum was initially crossed, or during positioning of the transseptal device with several attempts. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5169049.